Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-16831. The initial MDR with manufacturing report number (3003442380-2025-16831), was submitted on 26-nov-2025. Upon completion of the investigation, the manufacturing date was updated as 30-mar-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012535, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 24-nov-2024 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6012535". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012535 was manufactured according to the work instruction (wi) version 121 and manufactured in the line 1 on 30-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test for the code soft cannula found bent upon removal from infusion site. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, two complaints thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event from(B)(6) 2025 to (B)(6) 2025. The patient faced this issue with 8 infusion sets. The infusion set was in use for 6 hours. The site of insertion was abdomen and lower back. The patient visited the emergency room on (B)(6) 2025 due to high blood glucose level with value of 424mg/dl. The patient was found positive for ketones the patient got treated with intravenous (IV) fluids, saline and insulin and zofran. The patient also noticed skin irritation and scar tissue in abdominal region due to duration of disease and multiple years of exclusive use. The patient was in emergency room for few hours. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 4 of 8.